Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level and diabetic ketoacidosis. A blood glucose level was not provided. Reportedly, the customer was using supplies beyond labeling. Customer declined all troubleshooting; therefore, additional information was unable to be obtained.